Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient's parents that the pediatric patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the arm. The patient was at school and experienced dizziness, shaking and sweating. The school nurse called emergency medical services. When the paramedics arrived, they took the measurements and the cgm was reading 126 mg/dl and the blood glucose reading was 30 mg/dl. They treated the patient with baqsimi nasal spray (glucagon). They then took the patient to the hospital and there he was treated with ¿glucose water¿ and unspecified steroids. The patient stayed at the hospital for 4 days. The patient recovered and was discharged. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.